Manufacturer narrative:
Device evaluation: the device was returned to animas and evaluated by product analysis on 12/02/2014 with the following results: black box shows evidence of short battery life illustrated with drastic voltage drops leading to battery alarms/warnings. Returned battery cap and test cartridge cap were used to complete the investigation. No alarms occurred during the investigation, all currents readings were found above specification. The ¿short battery life¿ complaint is duplicated. The pump¿s cover was removed, all currents reading returned to specification after removing the continuous glucose monitor module connector from the printed circuit board, no intermittent condition was found to the continuous glucose monitor module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The correct pump serial number ((B)(4)) associated with this complaint is (B)(4).

Event description:
On (B)(6) 2014 the distributor contacted animas, alleging a power battery life issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).